Event description:
Tandem insulin pump not reading level of insulin on board properly causing pump to turn off and stopping insulin prematurely, causing blood sugar to rise, has been getting worse over the last month. Customer support still suggesting not filling it properly when am following guide line and using same procedure had no issues before then.